Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the balloons immediately deflated when inflated. They would not hold fluid to dilate appropriately. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good-faith efforts. The type of procedure and anatomy location of the procedure are unknown and is being reported as the leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomical location.